Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for diabetic ketoacidosis and vomiting. The blood glucose reading was 600 mg/dl. The customer also stated that the screen was blank on the insulin pump. The customer did not have time to do any troubleshooting at the time of the call.